Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
The customer experienced difficulty priming a new saline bag, suspecting improper spiking of the previous bag that resulted in volume loss. After reconnecting the start-up kit (suk) tubing properly and restarting the thermogard console, therapy resumed. However, later in the day, the customer reported a suspected fluid loss in the 1-liter saline bag. The volume of saline to have entered the patient's bloodstream is unknown. Per the reporter, the quattro catheter (lot# unknown) was placed in the right femoral vein with an arterial line at the same site. The customer was advised that it appeared to be a leak in the catheter and requested to replace the catheter. The patient reached the target temperature and was in the maintenance phase. The catheter was successfully replaced, patient therapy was completed, and the patient was re-warmed without any further incident. No consequences or impact to the patient.

Event description:
The customer experienced difficulty priming a new saline bag, suspecting improper spiking of the previous bag that resulted in volume loss. After reconnecting the start-up kit (suk) tubing properly and restarting the thermogard console, therapy resumed. However, later in the day, the customer reported a suspected fluid loss in the 1-liter saline bag. The volume of saline to have entered the patient's bloodstream is unknown. Per the reporter, the quattro catheter (lot# 205587) was placed in the right femoral vein with an arterial line at the same site. The customer was advised that it appeared to be a leak in the catheter and requested to replace the catheter. The patient reached the target temperature and was in the maintenance phase. The catheter was successfully replaced, patient therapy was completed, and the patient was re-warmed without any further incident. No consequences or impact to the patient.

Manufacturer narrative:
The reported complaint of the quattro catheter (lot# 205587) leak was confirmed during functional testing. A pinhole leak was observed at the distal end of the medial 1 balloon during the functional pressure leak test. The probable root cause of the pinhole leak was a latent material defect. During the functional pressure leak test all infusion ports and lumens were flushed without resistance, except the distal and proximal luer ports due to a blood clog inside the tubing. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a pinhole leak was observed at the distal end of the medial 1 balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no history of previous complaints reported for the quattro catheter lot number 205587. Additional information: b5 and d4, lot # for catheter was updated.